Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photos confirmed superficial damage to the outer polyurethane jacket and discoloration of the pump cable bend relief; however, a specific cause could not conclusively be determined through this evaluation. Additionally, evaluation of the submitted log files confirmed low flow alarms; however, a specific cause, as well as a direct correlation to the device could not conclusively be determined through this evaluation. The submitted controller event log file contained data on (B)(6) 2020 from 11:28:19 to 16:43:54. There were numerous captured events where the calculated flow was below the low flow threshold of 2.0 lpm, resulting in 14 low flow faults and 1 low flow alarm. The submitted controller periodic log file contained data from 18dec2020 at 0:58:29 to 28dec2020 at 15:57:23. There were numerous events where the calculated flow was below the low flow threshold of 2.0 lpm, resulting in 8 low flow faults and 4 low flow alarms captured. The pump operated at the set speed for the duration of the log file. The submitted images reveal superficial damage to the outer polyurethane jacket approximately 2¿ from the exit site exposing the internal woven polyester armor. Additionally, the pump cable bend relief appeared to be discolored black. The submitted x-ray images showing the internal and external portions of the patient¿s pump cable revealed no suspected areas of damage to the internal conductors. Per additional information from the vad coordinator, the technical service specialist performed a driveline evaluation/repair. The pump cable was presented with torn polyurethane jacket approximately 2¿ from the exit site. The outer jacket was removed without issue and no other issues were found with the driveline. The superficial damage was wrapped with rescue/fusion tape. It was reported that the patient was not taking care of their equipment and was partially blind. They reportedly did not intentionally cut the damaged area of the pump cable despite their suicidal history. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU and patient handbook section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 8 entitled ¿equipment storage and care¿ explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook contains information regarding how to care for the driveline, including a section entitled "what not to do: driveline and cables." Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 22feb2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced driveline power faults on (B)(6) 2020. X-rays were unremarkable. The patient noticed driveline damage over time. The patient is not taking care of equipment correctly and may be partially blind. A driveline evaluation/repair was performed on (B)(6) 2021. The driveline had a torn outer silicone jacket about 2 inches from the exit site. The torn outer jacket was removed without issue. The area with cosmetic damage was wrapped with rescue tape. The patient's modular cable and controller were exchanged and there were no further alarms. Low flow software was installed on the new controller.